Manufacturer narrative:
Per additional info received, the pressure rate was not greater than 10cmh2o, and is therefore not reportable because medical intervention would not be required to prevent patient harm. In addition, there was use error as the issue was caused by moisture or other particles coming in through the facility's air supply which may cause oxidation and/or other foreign particles in the vent engine and throughout the unit. H3 other text: per additional info received, the pressure rate was not greater than 10cmh2o, and is therefore not reportable because medical intervention would not be required to prevent patient harm. In addition, there was use error as the issue was caused by moisture or other particles coming in through the facility's air supply which may cause oxidation and/or other foreign particles in the vent engine and throughout the unit.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.